Event description:
A baxter sales representative reported to corporate product surveillance, on behalf of customer, a clearlink extension set with 2 injection y-site in which no flow was observed in one of the y-sites. No flow was observed in the y-site that is close to male luer adapter. It is unknown when the reported condition occur. The patient involvement is unknown at this time. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.